Event description:
It was reported that during a diagnostic endoscopic bronchial ultrasound (ebus) puncture procedure, the ebus needle literally ¿broke apart¿ during the last puncture. The metal basket of the puncture needle remained in the working channel. The procedure was completed with a similar device. There were no reports of patient harm. Additionally, it has been noticeable since last year that the ¿fatigue phenomenon¿ of the needles ¿ with multiple punctures ¿ increases noticeably... In other words: the needle is often already ¿heavily bent¿ after the second puncture ¿ the nickel-titanium alloy (nitinol) of the needles seems to have at least ¿changed¿. The puncture frequency and the users have not changed to explain these phenomena.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the boot became detached from the handle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic endoscopic bronchial ultrasound (ebus) puncture procedure, the ebus needle literally ¿broke apart¿ during the last puncture. The metal basket of the puncture needle remained in the working channel. The procedure was completed with a similar device. There were no reports of patient harm. Additionally, it has been noticeable since last year that the ¿fatigue phenomenon¿ of the needles ¿ with multiple punctures ¿ increases noticeably... In other words: the needle is often already ¿heavily bent¿ after the second puncture ¿ the nickel-titanium alloy (nitinol) of the needles seems to have at least ¿changed¿. The puncture frequency and the users have not changed to explain these phenomena.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.